Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a thoracentesis procedure, the floppy part of the guide wire included in the mini access kit broke off in the patient's soft tissue. No attempts were made to remove the fragment from the patient. No harm or injury was reported by the user.